Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and multiple pump error alarm. The customer blood glucose level was 27 mmol/l. The customer was assisted with troubleshooting. Customer stated that insulin pump was not working. Customer reports they were able to clear the alarm, was able to rewind the pump. Customer stated that they did not using the insulin pump for a week now and she was on injections. The device will not be returned for analysis.